Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for vehicular accident on (B)(6) 2020. Blood glucose reading was unknown. The customer stated they using the insulin pump system at time of vehicular accident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.